Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the button contacts and the display was dim. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was torn with contamination found under all of the button contacts when the keypad cover was removed. The display was dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).